Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the lack of information provided. Additional details were requested but not provided. The quality control results were in the acceptable range.

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e411 analyzer. The patient's initial hcgb result was <0.100 ui/l. The sample was repeated and the result was 79.22 ui/l. The customer stated this result was incorrect. On (B)(6) 2014, the sample was tested on another e411 analyzer and the result was <0.100 ui/l. This result was reported outside the laboratory. Information on whether the patient was adversely affected was requested but not provide. The hcgb reagent lot number was 173268. The expiration date was requested but not provided.